Manufacturer narrative:
As reported, the patient developed an infection post use of arista ah. Based on the information provided, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Postoperative infection is a known inherent risk of surgery as identified in the IFU included with the product. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device used on patient.

Event description:
As reported, during a total hysterectomy surgery, 3 grams of arista ah was used at the pelvic floor and lymph node dissection sites. The patient developed infection after the surgery. It was also reported that after the infection there was no effect on the patient.